Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that he received a sensor error alert after an hour of sensor being inserted. Customer also reported that the needle came off of two sensors when he was taking them out of the package. Customer confirmed that three hours passed and he started getting the sensor readings. Blood glucose is 113 mg/dl. Nothing further reported.